Event description:
It was reported that a patient death occurred following a procedure with an intellanav stablepoint open-irrigated catheter. Following a successful completion of a premature ventricular contraction ablation procedure, with no reported complications, the patient was sent back to their hospital room for recovery. One hour later, the physician was alerted that patient had a cardiac tamponade. Pericardiocentesis was performed, however the patient ultimately died the same day. An autopsy was performed, and they located a perforation in the posterior portion of the basal left ventricle. The cause of death was cardiac tamponade. The catheter was disposed at the facility.

Manufacturer narrative:
It was indicated that the device will not be returned for evaluation. If there is any further relevant information obtained, a supplemental medwatch will be filed.